Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut tongue [tongue injury], choking [choking], the lower section of the brush became dislodged, causing me to start choking and badly cut my tongue [injury associated with device], the lower section of the brush became dislodged [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing her teeth as normal with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the lower section of the oral-b power oral care refill dual action became dislodged. She reported the vibrating motor inside the toothbrush made the dislodged section shoot to the back of her mouth, causing her to start choking and badly cut her tongue. The outcome of choking was recovered. The outcome of cut tongue was unknown. The case outcome was improved. The consumer reported she had always bought oral b products, used 2 oral b electric toothbrushes prior to this experience, and had a perfectly pleasant experience in the 6 years she had been using the toothbrushes. No further information was provided.